Event description:
It was reported that patient presented to the hospital for a follow-up when externalized conductors were observed on the rv lead via fluoroscopy. All lead electrical measurements were normal and isometric testing did not show noise. The decision was made to replace the lead in the near future.

Event description:
New information provided indicated that lead was replaced and the patient medical conditions post procedure were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.